Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.0mm x 220mm x 150cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.